Event description:
On (B)(6) 2025 the user was hospitalized for hypoglycemia with a bg of 62 mg/dl. The user was treated with oral glucose and monitored in the hospital before being discharged the same day. Additional details regarding the cause of the low bg were unavailable despite follow-up attempts.